Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd preset¿ eclipse¿ with safety needle the hemogard cap is missing from the package. The following information was provided by the initial reporter. The customer stated: "before use of the abg, the abd was found with no hemogard cap."

Event description:
It was reported before use the bd preset¿ eclipse¿ with safety needle the hemogard cap is missing from the package. The following information was provided by the initial reporter. The customer stated: "before use of the abg, the abd was found with no hemogard cap."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing hemogard cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing hemogard cap. Bd was not able to identify a root cause for the indicated failure mode.